Event description:
It was reported that when pressing the button to fluoro on the 9800 system, the screen does not show anything. This happened at the beginning of the case and another system was used to finish the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been ordered. Image intensifier (ii) power supply and ii tube. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.